Event description:
It was reported the lead impedance was >2000 ohms, there was an increase in capture threshold and a decrease in r wave amplitude. The lead is being replaced. The patient's condition was reported as "good".

Manufacturer narrative:
This information was received from a competitor. All data pertinent to the event is provided. If additional relevant information is received, a supplemental report will be submitted. This event occurred outside the u.s. Patient information is not generally available due to confidentiality concerns.